Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent surgical intervention in which the ipg was moved to a different location and the patient had their leads replaced (related manufacturer's reference number: 1627487-2019-06058, 1627487-2019-06056) on (B)(6) 2019. The pain resolved following the surgery and effective therapy was restored.